Manufacturer narrative:
Field service engineer verified proper operation and injector calibration per optivantage dh service manual. The fse found injector working according to manufacturer specifications and could be used normally. Injector returned to full service by the customer.

Event description:
On 01/17: customer reported via telephone, a (B)(6) male pt was injected with air while undergoing a computed tomography angiogram for electrophysiology planning. IV access site: left ac, IV access device: 18ga needle with bd alligator clamp connected to contrast and saline via y-tubing. Injection protocol 5ml/sec for 100ml contrast, 75ml saline. Disposable empty syringe filled with optiray 350. A few seconds after the injection started, technologist noted a black streak in the upper part of the heart and stopped the injection. Pt was rolled on his left side and given oxygen 4l/minute. Pt's vital signs were monitored by a physician. Pt was observed for 10-15 mins. Physician confirmed good air exchange and performed a CT chest, air had resolved. Pt did not exhibit any symptoms and was discharged. Physician reports they believe 40-50ml of air was injected into the pt.